Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported he passed out and wife called for emergency assistance. Customer had been passed out about 20-30 minutes when emergency units arrived and got results of 130 mg/dl on the customer's aviva system, 27 mg/dl on the professional system within 10 minutes. Customer was given IV treatment and when he awoke, he was fed peanut butter and jelly sandwiches. Customer was feeling normal at the time of the call. A request was made for the return of the meter and strips, replacement sent.